Manufacturer narrative:
Patient weight was not provided. (B)(4). Approximate age of device ¿ 84 days. The pump was returned without the sealed outflow conduit, sealed outflow graft and outflow graft bend relief, and with just 3 inches of the pump end driveline. Upon disassembly of the returned pump, examination of distal-side of the inlet stator revealed a denatured thrombus ring adhered to the inlet bearing cup. The thrombus ring appeared to have evidence of laminated layering, which indicates that it developed over an undetermined amount of time while the pump was operating. Examination of the outlet stator revealed a non-laminated deposition situated between the outlet bearing ball and the stator blades. The lack of laminated layering indicates that the deposition did not develop in the outlet stator. Although its origins and a duration of time for which it was present in the outlet stator cannot be conclusively determined, the deposition did not appear denatured and the lack of contact marks on the outlet bearing cup suggests that the deposition was not likely present in the outlet stator while the pump was operating. The thrombus formations found in the pump would have contributed to the reported elevation in lactate dehydrogenase levels. Examination of the pump bearings, rotor, and blood-contacting surfaces under a microscope revealed no abnormalities that would have contributed to the formation of the thrombus. Continuity testing of the returned portion of driveline revealed no shorts or discontinuities. The pump underwent cleaning, reassembly and functional testing using a test driveline and a mock circulatory loop. The retrieved data revealed normal pump power consumption comparable to the pump power consumption recorded during the manufacturing process. The pump operated as intended. The instructions for use lists thrombus as a potential adverse event that may be associated with use of the heartmate ii left ventricular assist system. Review of the device history records showed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that on (B)(6) 2015, the patient began showing signs of hemolysis with a lactate dehydrogenase level of 996 u/l. The patient was treated with heparin, integrilin, brilinta, persantine, and full dose aspirin. The patient was asymptomatic, and an echocardiogram ramp study was negative. On (B)(6) 2015, the patient's pump was exchanged. It was reported that a small clot was noted upon explant of the pump.